Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2014 with the following: a review of the pump¿s black box history showed no activity outside of normal use was recorded. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. The bolus history and bolus totals in the total daily dose history were congruent. During testing, a 10 unit bolus and a 10 unit audio bolus were performed successfully. Both boluses were accurately recorded in the pump history. A delivery accuracy test was performed and the pump was found to be delivering within the required specifications. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no reported symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.